Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 3.00x38mm promus element plus drug eluting stent was deployed to treat the lesion. However, upon fluoroscopy, a non-flow limiting dissection was noted at proximal part of the implanted stent. Subsequently, the dissection was then treated with a 2.5x20mm promus element plus drug eluting stent. No further patient complications were reported and the patient's status was stable.